Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that he went to change the reservoir and she didn't notice when she took the reservoir out, but when she tried to put it back in, she noticed the oring was in the way and then saw the piece was missing . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had cracked case at display window corners, missing reservoir tube o-ring, broken half of reservoir tube lip and test reservoir did not lock/click into the reservoir tube properly, broken belt clip slot, minor scratched and cracked display window.